Event description:
A customer reported during sculpt mode of a cataract extraction with intraocular lens implant procedure, a burst of fluid came from the tip causing a posterior capsule tear (pc tear) and a dropped nucleus into the vitreous. An anterior vitrectomy was performed during the original surgery on (B)(6) 2014. The patient was then referred to a retinal specialist where a pars plana vitrectomy with a lensectomy was performed on (B)(6) 2014. The patient's symptoms have resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).